Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123847.

Manufacturer narrative:
It was reported to abbott during a reprogramming session, high impedance was observed on all but 3 contacts. The issue was resolved through the replacement of both leads. There were no complications and effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01769. Surgical intervention occurred on (B)(6) 2023 where both leads were explanted and replaced due to high impedance. Therapy was restored post procedure.